Event description:
Caller reprots that a splash of solution has occurred into the eye today. The affected person was not wearing eye protection, but was wearing otgher protective clothing: gloves and mask. They have seen a dr who states a "burn has occurred to the eye and have referred them to an ophthalmologist."